Event description:
The user facility reported that a crack in the venous reservoir port was found during a bypass procedure. The perfusionist reportedly changed out the oxygenator and the procedure was completed successfully using a second unit.